Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the patient had been meeting with the manufacturer representative 2-3 times and manufacturer representative had checked their ins indicating it was functioning as designed and changed programs which temporarily resolved the issue but charging more frequently began again. The patient reported seeing a fully charged screen after 30 minutes of recharging when the battery is not fully charged. The patient reported it actually takes 1-2 hours to fully charge the implant. The patient indicated their pain has been significantly higher. The patient reported that after 3 days of being charged, ins would go dead and pain will return when stimulation is off. Patient was advised to connect recharger during the call which showed full coupling. Ins was flashing 0-25% then stop charge and confirm ins icon, battery completely shaded left to right, no water drops reported but pt was adamant ins battery was full. No further complications reported and/or anticipated at this time.